Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility contact reported that a patient has had 5 infections in 18 months where the groshong catheters had to be removed because of the infections. The contact stated that the patient has had groshong catheters in the past and tolerated them well regarding infections.